Manufacturer narrative:
Date rec'd by MFR: 21feb2019. Tech support followed up with customer, the customer reportedly asked an on-site field service engineer (fse) to assess the units in question. The fse advised customer the sound and operation of the v60 was normal. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a soft click or pop from the ventilator when performing testing at 100% oxygen at 40/25 pressure set points. There was no patient or user harm reported. The event date was not specified; estimate used.